Event description:
It was reported that the patient passed away on 05jun2023. The cause of death was reported as other disease.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. No autopsy was performed and the heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for mlp-021298 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. This IFU lists adverse events, including death, as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.